Manufacturer narrative:
Patient information is not available for reporting. Date of postoperative staple breakage is unknown. This report is for one (1) unknown limited release bme elite h staples implant/unknown lot. Part and lot number are unknown; UDI number is unknown. The 510-k number is unknown. Implant date, explant date: unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a surgeon had implanted a total of eight (8) limited release bme elite h staples implants in 8 patients over the last six months. Postoperatively, the surgeon had three (3) out of the 8 patients that had h staples implanted, returned with broken h staples. The device failures were noticed during patient follow-ups. It is unknown if any of the implanted patients have been revised. This report captures one patient with postoperative broken bme elite h staple, other two patients are addressed in related complaints (B)(4). This report is for one (1) unknown limited release bme elite h staples implant. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The initial complaint was reviewed and found not reportable. This event is a duplicate complaint. The information will be captured under complaint (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.